Manufacturer narrative:
One tacticath¿ quartz contact force ablation catheter, 75mm was received for investigation. The device did not meet specifications during an irrigation leak test. Additionally, multiple short circuits were detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the failed irrigation leak tests and observed short circuits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.